Manufacturer narrative:
The insulin pump was received with intermittent button response due to the moisture damage at the keypad traces. No button error alarms were noted, nor were there any traces of moisture on the electronic or motor assemblies per visual inspection. The following cosmetic damage was also found on the pump: cracked case at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 123 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was cleaning her pond while wearing the pump and that the pump got wet and received the button error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.